Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no related nonconformities were found. Based on the report, it does not appear that the issue was device related. The device was not explanted.

Event description:
It was reported to nevro that a patient experienced cardiac arrest while undergoing the implant procedure. After the leads and ipg were placed, the patient coded while the physician was closing the pocket. Life support was initiated and the patient was transferred to ER for recovery. Follow up report indicated that the patient was discharged and recovered without sequelae. The stimulation was turned on and the patient is receiving effective therapy.